Manufacturer narrative:
(B)(4).

Event description:
Procedure: gynecology. According to the reporter: during the case, the first suture needle broke. Half the needle was recovered, and the other half could not be found. A magnet was used to locate the other half, but it was still unable to be located. A second needle was used and the suture broke. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.